Manufacturer narrative:
(B)(4).

Event description:
Patients wife contacted dexcom technical support on (B)(6) 2015 to report possible out of range issues on (B)(6) 2015. Patient's wife did not report any injury or medical intervention.